Event description:
Related manufacturer report number: 2017865-2022-10396, 2017865-2022-10397. During a device upgrade procedure, the tendril lead was attempted to be implanted using the hispro catheter. An acceptable implant position could not be found, so a new approach was attempted with a cps direct universal catheter. Lead placement was again unsuccessful, so the hispro catheter was again attempted. At this time, a drop in blood pressure occurred which was successfully resolved with medication. Lead placement was again attempted before the physician elected to abort the implant procedure and remove the hispro catheter. The patient's blood pressure again dropped, however, medication was unsuccessful. Cardiopulmonary resuscitation (CPR) was initiated and maintained for 15 minutes. Chest drainage was performed which revealed bleeding and a hemothorax. CPR was stopped and the patient was pronounced deceased. The physician suspected a perforation of the superior vena cava occurred early in the procedure when accessing the subclavian vein system. The physician did not allege a malfunction on any abbott product, nor did they allege any abbott product directly caused or contributed to the patient's passing.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.